Event description:
It was reported that the patient's left shoulder was revised due to implant loosening. Due to the presence of a hematoma, the surgeon reported that trauma had to be a factor. The patient's entire shoulder construct except for the humeral stem was revised. Rep reported that no further information is available. Additionally reported: the patient had a couple of falling events.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The event description states that the surgeon found the presence of hematomas, following a patient fall. This kind of event is classified as a patient misuse. Indeed, a total joint replacement is not supposed to withstand loads such as the ones caused by a fall or similar events, as pointed out in the "patient information" section of the instructions for use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device retained by the hospital.

Event description:
It was reported that the patient's left shoulder was revised due to implant loosening. Due to the presence of a hematoma, the surgeon reported that trauma had to be a factor. The patient's entire shoulder construct except for the humeral stem was revised. Rep reported that no further information is available.